Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Customer reported an adverse reaction with a second sensor, however that sensor serial number is unknown and is not expected for return as customer indicated it has been discarded. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received an (B)(6) user report in which a us customer reported experiencing adverse skin reactions with the wear of two adc freestyle libre sensors. Customer reported "the first reaction was caused over a 14 day period where the device caused itchy skin and tingling. After removal, it was swollen, red, sensitive and painful. The second device that causes it was worn for 7 days and symptoms were the same so it was removed." There was no report of third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Device mfg date was updated based on extended investigation findings. No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received an (B)(4) user report in which a us customer reported experiencing adverse skin reactions with the wear of two adc freestyle libre sensors. Customer reported "the first reaction was caused over a 14 day period where the device caused itchy skin and tingling. After removal, it was swollen, red, sensitive and painful. The second device that causes it was worn for 7 days and symptoms were the same so it was removed." There was no report of third-party medical treatment. Based on the information provided, there was no report of serious injury associated with this event.